Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad buttons are intermittently unresponsive and require multiple presses to evoke a response. The reporter stated that there are tears in the up arrow, down arrow and ok keypad buttons. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4):on investigation, the keypad was found to be fully intact without rips or tears in the keypad buttons and no peeling. The up and down arrow keypad buttons respond intermittently and require excessive force to evoke a response. All other keypad buttons are normally responsive and have normal spring back or click. The keypad was removed for investigation revealing the down arrow key contact to be misaligned and visible contamination under the key contacts.